Event description:
During procedure to apply fixator for a distal radius fracture. One of the bone screws broke while md was inserting it into the radius. Another bone screw was used to complete the procedure.